Event description:
No additional information

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4071870. The review did not reveal any non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both physical samples and picture samples were returned for evaluation by our quality team. Through examination of the physical samples, one (1) sample was found to display the issue of torn packaging. Regarding the torn packaging, a significant amount of in process testing is performed during the manufacture of each posiflush lot. The blister pack machine operator checks twenty units per hour and the secondary packing operator checks a further thirty units per steri-cycle. In addition, final inspection is performed on thirty units per pallet by quality control inspectors. There were no reports of poor perforations during any of these inspections. Based on the investigation results, an exact cause could not be determined at this time. Previous investigations have identified that this defect may be caused by the incorrect method of separation. It is recommended that blisters are separated on a horizontal plane. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd posiflush xs/sf pouch perforation with seal breech. The following information was provided by the initial reporter: 3 x cut through seal over separating individually. I can confirm there is no impact to patient as damage was identified during goods in inspection, there is also no contamination of blood or cytotoxic medication.